Event description:
Failure code 12:303. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event. Although info was requested, no additional info was available regarding pt age or status, medical intervention or whether the device was on a pt at the time the condition was reported.